Manufacturer narrative:
The publication "klebsiella grimontii, a new species acquired carbapenem resistance," by lu liu, yu feng, yiyi hu, mei kang, yi xie, and zhiyong zong, noted the misidentification of the newly identified klebsiella grimontii species as klebsiella oxytoca when testing with the vitek® 2 gn ID test kit. Klebsiella grimontii is a newly identified species closely related to klebsiella oxytoca .the strain identification klebsiella grimontii was confirmed by genome sequencing. The strains, lab reports, troubleshooting description and the gn lot number are not available. Without this information, it is not possible to evaluate the misidentification. Klebsiella grimontii is not a claimed in the vitek 2 gn ID knowledge base. Per the IFU, testing of unclaimed species may result in a misidentification or unidentified result. Since vitek 2 gn ID test kit lot number used was not given, a qc review against the lot in question could not be performed.

Event description:
An internal publication review of the article "klebsiella grimontii, a new species acquired carbapenem resistance," by lu liu, yu feng, yiyi hu, mei kang, yi xie, and zhiyong zong, noted the misidentification of the newly identified klebsiella grimontii species as klebsiella oxytoca when testing with the vitek® 2 gn ID test kit. It should be noted that this new species is not claimed in the vitek 2 gn ID knowledge base. As there is no patient associated with this journal article study, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.